Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device the reported "fails accuracy" problem was duplicated. Test result of +1.82% was within the internal spec, one was within the published customer spec of +/- 6.0%, but outside the internal spec of +/-3.0%. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was not pumping the amount programmed. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.